Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. After the iliac extender component was deployed, the physician noticed that the distal olive did not come out with the catheter. A snare wire was used to retrieve the olive from inside the patient. The patient tolerated the procedure and no further complications have been reported. The device will be sent to gore for evaluation. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.